Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to discharge via electrode pads. The device was able to discharge via defib paddles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. Testing of the device was not able to duplicate the problem condition. The control board and a flex cable was replaced as a precaution and the device was recertified and returned to the customer. No trend is associated with reports of this type.